Event description:
A review of svc data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed incoming functional testing. The cause for the failure was isolated to an intermittent solder connection on connector j2 inside of the front therapy electrode. The root cause for the intermittent connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.